Manufacturer narrative:
The complaint condition reported is currently being investigated by coopersurgical, inc.

Event description:
Customer stated "does not coag." Reference repair order #92916. Ref - e-complaint-(B)(4).

Manufacturer narrative:
(B)(4). Investigation: x-review DHR. X-inspect returned samples. Analysis and findings: distribution history: this complaint unit was manufactured at csi on 2/13/19 under wo #234241 & 234243 and shipped on 3/20/18. Manufacturing record review: DHR's 234241 & 234243 were reviewed and no non-conformities were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the attached 2-year complaint history showed similar reported complaint conditions. No additional detail on what the issue could be was available on the complaints. New boards were put in the units and the old ones were discarded. Product receipt: the complaint unit was returned on a repair. However, based on log 92916, this unit was at csi on 9/24/19. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. The unit was intermittent in coag and in blend. Root cause : no definitive root cause for this issue could be reliably determined at this time. This unit's board was discarded. Correction and/or corrective action: the unit was fitted with a new board, tested to specifications, and returned to the customer. Although the original board was discarded this failure is similar to output failures and may have some relevance to an engineering request for no output failures under ewr-342. Coopersurgical will continue to monitor this complaint condition for any trends. No further training required at this time. Was the complaint confirmed? Yes.

Event description:
Customer stated "does not coag". Reference repair order # (B)(4). Ref: (B)(4).